Event description:
As reported, during use of a 5f exoseal vascular closure device (vcd), the bleeding did not stop, and bleeding was observed immediately after device removal. Therefore, the product was not available, and manual compression was performed for 20 minutes and recovered. There were no reported injuries to the patient. This was during a trans arterial chemoembolization (tace) procedure. There were no visible signs of device/package damage prior to use. The physician achieved certification on the use of exoseal. The exoseal vcd was prepped and used according to the instructions for use (IFU). The procedure used a retrograde approach. The patient¿s body mass index (bmi) was not greater than 40. A non-cordis 5f catheter sheath introducer was used at the arterial site. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30~45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5 mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to using the exoseal. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked against the handle assembly with an audible click, and pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until bleed back significantly slowed or stopped, and the physician did not have a thumb on the plug deployment button during retraction. Retraction continued until the indicator window changed to a solid black color. The deployment button was fully depressed and flush against the handle, and the exoseal vcd and vascular sheath introducer were removed as a single unit approximately one to two seconds afterward. The plug was deployed to the proper location, the patient showed no signs or symptoms of distal blood flow occlusion, and no multiple stick attempts were made before access was achieved. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, g3, g6, h1, h2, h3, h6, and h11 . Complaint conclusion: as reported, during use of a 5f exoseal vascular closure device (vcd), the bleeding did not stop, and bleeding was observed immediately after device removal. Therefore, the product was not available, and manual compression was performed for 20 minutes and recovered. There were no reported injuries to the patient. This was during a trans arterial chemoembolization (tace) procedure. There were no visible signs of device/package damage prior to use. The physician achieved certification on the use of exoseal. The exoseal vcd was prepped and used according to the instructions for use (IFU). The procedure used a retrograde approach. The patient¿s body mass index (bmi) was not greater than 40. A non-cordis 5f catheter sheath introducer was used at the arterial site. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30~45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5 mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to using the exoseal. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked against the handle assembly with an audible click, and pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until bleed back significantly slowed or stopped, and the physician did not have a thumb on the plug deployment button during retraction. Retraction continued until the indicator window changed to a solid black color. The deployment button was fully depressed and flush against the handle, and the exoseal vcd and vascular sheath introducer were removed as a single unit approximately one to two seconds afterward. The plug was deployed to the proper location, the patient showed no signs or symptoms of distal blood flow occlusion, and no multiple stick attempts were made before access was achieved. One non-sterile vascular closure device - 5f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received pressed, while the guard was locked. The plug was deployed, and the indicator wire was found retracted. Finally, it was observed that the indicator window was received in the black/white/red position. During this visual analysis no presence of dried blood residues along the lumen of the delivery shaft or any other component of the unit were observed. The reported event of ¿plug inability to achieve hemostasis¿ was not observed through analysis of the returned device as it was received fully deployed with no plug returned. The exact cause of the issue experienced could not be conclusively determined during analysis and due to the nature of the complaint. Based on the information available for review and product analysis, unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. The IFU instructs to ensure that the deployment button is fully depressed and flush against the handle assembly. Caution: care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. Approximately 1-2 seconds after depressing the deployment button retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site.¿ neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.